Manufacturer narrative:
Title: a novel knotless hand-sewn end-to-end anastomosis using v-loc barbed suture vs. Stapled anastomosis in laparoscopic left colonic surgery: a propensity scoring match analysis source: published 02 november 2022 doi 10.3389/fsurg.2022.963597 accepted 03 october 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2010 to 2021 regarding a retrospectively study to analyzed perioperative outcomes, safety, and efficacy of anastomosis on 226 patients who underwent laparoscopic-assisted radical resection for left colon cancer. After propensity score matching, there were 123 participants with similar preoperative characteristics (age, body mass index, tnm stage, and tumor location). Patients were divided into two groups depending on anastomosis technique: knotless hand-sewn end-to-end anastomosis (khea) technique or stapled anastomosis. In the hand-sewn group, barbed suture was used for both the inner layer and outer layer of the anastomosis and the barbed suture ends were cut as short as possible, and our products were not used in the stapler group. There were 41 patients in the hand-sewn group and 82 patients in the stapler group. Postoperative complications in the hand-sewn group included grade a and b anastomotic leak in 5 patients, and one patient had a wound healing complication due to surgical site infection that was discharged after local treatment.